Manufacturer narrative:
Report date: 20jul2021.

Event description:
The customer reported the o2 cell was improperly installed and it was depleted. The device was not in clinical use. No patient or user harm was reported. The customer identified the o2 cell was improperly installed and it was depleted. The customer replaced the o2 cell and re-installed it. The ventilator passed testing. All vent output parameters were within specifications. The proper operation of the vent was verified without any error.